Event description:
The customer reported being hospitalized due to high blood glucose of 577 mg/dl. The customer stated that after eating, she removed the infusion set and found that it was kinked. The customer stated having issues with the insertion and she had to manually push the infusion set after using the quick serter. Troubleshooting was performed. The programming was correct. Ran a fixed prime and insulin did exit. Ran a high pressure test and the insulin did not alarm no delivery. Advised the customer to discontinue use of the insulin pump. Explained to customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.